Event description:
During the case a smiths medical deltec port-a-cath 2 low profile polysulfone/titanium venous access system polyflow polyurethane catheter, 1.9mm (5.8fr) o.d. X 1.0mm i.d., 6 fr introducer mediport was being placed. Ref:(B)(4), lot:3868856, exp:08/29/2024, manufacture date 09/04/2019, gtin (B)(4). The access sheath that pulls apart did not completely separate at the bottom and the surgeon was forced to cut it apart. The device malfunctioned. The part that malfunctioned is a disposable part.